Manufacturer narrative:
The product is not available, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Concomitant bwi products: product: carto® 3 system, us catalog # fg540000, serial # unknown. Product: coolflow® irrigation pump, us catalog # cfp002, serial # unknown. Product: circumferential decapolar diagnostic catheter lasso, us catalog # unknown, lot # unknown. (B)(4).

Event description:
This is a multi-center study. A total of 1134 consecutive patients underwent a first catheter ablation procedure of paf between june 2008 and december 2012. The aim of this study was to investigate if patients with paf and sustained af acutely after pvi might benefit from additional complex fractionated atrial electrogram (cfae) ablation. From the report: one patient experienced cardiac tamponade that was successfully treated by pericardiocentesis. No other procedure-related complication occurred. Radiofrequency (rf) current was delivered with a 3.5-mm open-irrigated catheter. Model and catalog number of ablation catheters are not available. Suspicious device is navistar thermocool. The following bwi products also were used during the procedure: a circumferential decapolar diagnostic catheter lasso; carto system and coolflow pump. Also non bwi products were used during the procedure: a computer-based digital amplifier/recorder system (bard electrophysiology, (B)(4)). A steerable decapolar catheter (inquiry, irvine biomedical inc, (B)(4)); a nonsteerable quadripolar diagnostic catheter (inquiry,ibi, irvine biomedical) ensite navx (stjude medical, (B)(4)).